Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was found to have a broken conductor wire. The procedure was completed as planned with no report of patient injury. At this time, it is unknown whether any fragments fell inside the patient.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information: the damage on the instrument was observed intraoperatively while performing rapn surgical task. The instrument had a broken wire. The cable was not intact with no damaged insulation or exposed wires. The instrument was replaced and the procedure was continued. There were no signs of thermal damage. Arcing was not observed during the procedure. Customer did not have any problems while removing the instrument through the cannula. No fragment(s) fell inside of the patient's anatomy. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.